Event description:
It was reported that retention of a fragment was found that was likely derived from an asahi regalia xs 1.0 guide wire during a percutaneous peripheral intervention to treat a lesion in below-the knee region. Antegrade wiring was unsuccessful and peroneal access was chosen. A cannula was used to puncture and the needle was removed to place a non-asahi ichibanyari microcatheter over regalia xs 1.0. When the guide wire was delivered through the cannula, it formed a loop at the tip. The microcatheter was delivered over the loop and both devices were advanced. The wire tip remained looped, failed to respond, and became stuck with the microcatheter. When the physician attempted to remove both devices, a foreign body that was likely derived from the guide wire was found on fluoroscopy. To resume the procedure, another approach was taken but failed to cross. The procedure was unsuccessfully completed. The patient was without problem associated with this event.

Manufacturer narrative:
Manufacturing site: (B)(4). The regalia xs 1.0 guide wire was returned for evaluation. Missing of the tip was confirmed. The distal end of the returned guide wire was looped for approximately 70 mm distal to the proximal solder that was originally set at 120 mm from the tip. At approximately 100 mm distal to the proximal solder, tearing of the poly jacket and fracture of the core wire were observed. At approximately 40 mm distal to the torn end of the polymer jacket, elongated coil was found fractured. Microscopic observation of the fracture ends revealed that both core and coil wires were necked, indicating tensile stress had caused separation. Measurement of the returned guide wire suggested that approximately 20 mm of the tip was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed separation of the tip. Deformation of the tip was assumed to occur when the tip contacted the vessel wall and made the concomitant microcatheter be stuck. As the guide wire being trapped inside the microcatheter, stress generated with removal applied locally; therefore, it made the core wire fractured, the polymer jacket torn off, and the coil elongated and eventually fractured. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects, possibility could not be completely ruled out that the separated tip had likely left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: separation of the guide wire.